Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer called to report that the insulin pump alarmed battery out limit and off no power. Customer's blood glucose reading was 600+ mg/dl. Troubleshooting was done. Advised customer that we will send a tubing clamp and advised her to call back prior to needing to change her infusion set. Customer will call back to perform tubing clamp test. Customer will contact her doctor to make sure her settings are correct. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.